Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pts blood glucose results were 352 and 243mg/dl. Tests were done within 10 mins. Pt did not experience any adverse events. No further info has been reported.